Manufacturer narrative:
H2: correction noted below; b5 has been updated to reflect that this was outside of a procedure. Section e region has been updated from mn to tx medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The issue was found outside of a procedure.

Manufacturer narrative:
Concomitant medical products: product ID: bi71000176, serial/lot#: (B)(4), s/n: (B)(4). A representative went to the site to preform system check out. It was noted that the system would not power on, and the batteries were depleted. They were unable to produce full charge utilizing uv override in the software. Also, the charger and power enclosure fans would pulse on and off when the umbilical connection was removed. The battery monitor showed a flashing red battery light indicator. The power conversion enclosure was replaced and they updated the power tray with the power converter. All 8 battery trays replaced as well. Upon startup, it was observed that the system's computer would not boot. This issue/ resolution is documented in case 00702064 under wo 00800596. The power conversion enclosure was returned and they were able to confirm the reported complaint. As the power conversion enclosure failed bench testing, and one of the transistors failed. It was found to be shorted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative regarding an imaging system for an unknown procedure. It was reported that the ias battery light indicators were red. No further details were known regarding how long the system was plugged into an outlet. There was no patient involved.